Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited loss of capture. Palpation of the pocket caused loss of capture, but with outputs programmed higher, there was no loss of capture with pocket palpation. There was also oversensing suspected. The lead was explanted and replaced. No patient complications have been reported as a result of this event.